Event description:
It was reported that patient underwent a total hip arthroplasty in 1999. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; date implanted - unknown; PMA/510 number; manufacture date ¿ unknown.